Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. After an unspecified period of time, the patient experienced soreness and tenderness of stoma site. On (B)(6) 2017, the patient was hospitalized for 2 days with stoma site infection and was treated with unspecified intravenous antibiotic medication. Patient was discharged on (B)(6) 2017 and is on augmentin 825 mg 1 tablet orally twice daily for 5 days & minocycline 100 mg 1 tab orally twice daily for 5 days.